Manufacturer narrative:
Updated sections: g3, g6, h6 investigation findings, and investigation conclusions. The device history record (DHR) was unable to be performed, as the device lot/serial number was not provided. Tissue degeneration-related structural deterioration, either calcific or non-calcific, are common chronic failure modes for this type of bioprosthetic heart valve. Operational mechanical stress and biological factors are generally believed to be the major contributors to the non-calcific bioprosthetic tissue degeneration. Structural valve deterioration (svd) can, and typically does, lead to chronic central leaks over a period of time. Svd is the most common reason for bioprosthesis explant and encompasses multiple failure modes, including calcification, noncalcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. A definitive root cause cannot be conclusively determined; however, patient factors likely caused or contributed to the event.

Event description:
Edwards reviewed the literature article, transcatheter self-expandable aortic valve implantation in the expandable surgical aortic valve, in jacc: cardiovascular interventions. Vol 17, no. 11, 2024. Edwards received information that a patient with a 19mm 11500aj aortic valve implanted approximately six (6) years underwent valve-in-valve procedure due to aortic stenosis secondary to severe structural valve deterioration. Symptoms of heart failure and dyspnea was seen. The electrocardiogram showed a completely right bundle block. The device was replaced with a non-edwards valve without any adverse event reported. Patient was discharged from the hospital.

Manufacturer narrative:
Updated sections: b5, b6, g3, g6, h6 health effect - clinical code, and type of investigation. Article citation: hirota, m, domoto, s, inagaki, y. Et al. Transcatheter self-expandable aortic valve implantation in the expandable surgical aortic valve. J am coll cardiol intv. 024 jun,17 (11) 1397-1399. Https://doi.org/10.1016/j.jcin.2024.04.009.

Manufacturer narrative:
The subject device is not available for evaluation, as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that a patient with a 19mm 11500aj aortic valve implanted approximately six (6) years underwent valve-in-valve procedure due to aortic stenosis secondary to structural valve deterioration. Symptoms of heart failure and dyspnea was seen. The device was replaced with a non-edwards valve without any adverse event reported. Patient was discharged from the hospital.